Event description:
The customer reported that there was a communication failure error message and failed to boot to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The workstation boards and connectors were removed and reseated during the service call. The system was tested and found to be working as intended and put back into service.